Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator alarmed for high inspiratory pressure and the tidal volume increased rapidly. The patient required to be manually ventilated with a bag valve mask and needed to be placed on a different ventilator. After receiving further information from the patient, it is determined that the initial report should have been filed as product problem only. Section adverse event/product problem in box b, type of reported complaint and health impact grid (1) in box h has been updated/corrected in this report.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator alarmed for high inspiratory pressure and the tidal volume increased rapidly. The patient required to be manually ventilated with a bag valve mask and needed to be placed on a different ventilator. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed.

Event description:
The manufacturer received information alleging a ventilator alarmed for high inspiratory pressure and the tidal volume increased rapidly. The patient required to be manually ventilated with a bag valve mask and needed to be placed on a different ventilator. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not return.